Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as a 1007 "machine and proximal pressure sensors failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that 1007 "machine and proximal pressure sensors failed" alarm error occurred. No accessories, including third-party devices, were being used that may have contributed to the issue. There were also not any issues reported with this device until after the user interface (ui) assembly was swapped with another device for troubleshooting. When reinstalled, the unit gave a 1007 ventilator (vent) inoperable (inop) alarm. When the device was in diagnostic mode, the device alarmed, and when the service button was pressed, the device went into ventilation mode. The customer swapped in the data acquisition (da) printed circuit board assembly (pcba), motor controller (mc) pcba, and power management (pm) pcba but not the cpu pcba. The remote service engineer (rse) advised the customer to swap the ui assembly again to see if the issue reoccurs. If it does not, the rse recommended swapping the ui pcba and each cable until the issue repeats. If the 1007 error reappears, the rse instructed the customer to access the significant event log to look for other codes associated with the 1007 error code. The investigation is ongoing.